Event description:
The physician reported they experienced a 22ga needle (ins-5410 always-on tip tracked 22ga anso flexible needle) not retracting back into the sheath after it was extracted to collect a sample. A new instrument was opened to complete the procedure. The procedure was completed with no delay. There was no injury to the patient or user due to the reported issue.

Manufacturer narrative:
The subject device was returned for evaluation. However, the device was folded over itself many times for shipment, rendering the device unable to evaluate. The device history record (DHR) was reviewed and no anomalies were identified that could have caused or contributed to the reported issue. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.